Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 235mm distal to the distal end of the strain relief. There were multiple kinks along the hypotube. An examination of the shaft polymer extrusion identified no issues. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2017. It was reported that crossing difficulties were encountered. The target lesio0n was located in the right coronary artery (rca). A 3.00x28mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was table. However, returned device analysis revealed a hypotube break.